Manufacturer narrative:
The technician found the s9 valve was leaking and not holding. The technician replaced the valve to repair the bed.

Event description:
Information received indicates the head end of the bed is going down.